Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The patient¿s blood glucose level was 180 mg/dl at the time of the incident. Reportedly, drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however, device alarmed compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disc. Unable to perform the occlusion test, prime test, and excessive no delivery test or verify excessive no delivery alarms due to compromised force sensor system alarm.